Event description:
The ve lvas was implanted in 2000. On 3/2001, the pt was hospitalized with a systemic staph infection and suddenly experienced shooting pain described as "jolts" around the pump pocket. The pain lasted only seconds but was severe. The pt also has an aicd in situ and a dvd pacer. During this pain there were no alarms from the ve lvas, the ve lvas appeared to be functioning as intended.